Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with an unknown indica tion for pps. It was reported that the rod gripping was weak. When turned the dial to make adjustments, the mechanism of one of the two instruments broke and the shaft inside was broken. Product will be returned. The patient was not associated with this event. There were no further complications reported as a result of this event. Additional information received from manufacturer representative that the gripping of the rod inserters that are long-term consignments was loose. According to surgical technique, the strength was adjusted without gripping rod. The internal mechanism of one inserter was damaged, and another one was not damaged, but the gripping force did not improve much. It was managed to deal with the operation by using the rod inserter that did not damage, and the operation was completed. Additional information received from manufacturer representative that the pre-op diagnosis was kyphosis. The products were used in the patient. There was no health injury. There was 10-15 minutes delay in the procedure due to the malfunction of mdt device.